Event description:
The hosp reported that during the coronary artery bypass procedure, there was bleeding from the aortotomy after using the first heartstring seal. The surgeon removed the seal and a 2nd seal was used to continue the procedure. This seal did not deploy out of the tube. The surgeon used a third seal but the aortotomy continued to bleed, so the surgeon use a side biter clamp to complete the procedure. The surgeon believes the bleeding was due to scar tissue from previous surgery. No additional pt complications were reported. A subsequent seal was used to attempt to complete the procedure. No additional reports will be filed for the two seals used during this procedure because no device failure was reported and a side biter clamp was used because of bleeding. Based on the statement made by the surgeon the bleeding was due to creating the anastomosis on the portion of aorta with scar tissue. The IFU states not to use the heartstring system in the portion of the aorta where conventional surgical anastomosis would typically not be created due to presence of palpable disease.